Event description:
It was reported that testing carried out during a routine checkup showed that the device has malfunctioned. The parents of the pt report a subjectively worse reaction of the child. Another testing carried out on (B) (6) 2009 confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.